Manufacturer narrative:
Siemens has completed an investigation of the reported event. Analysis of the log files indicate that the power off switch was pressed manually shortly before the error message appeared on the screen. Due to the installed large capacitors, first the flat detector is without power after pressing the power off switch, followed by the screen. During that time, the image chain has not stopped communication and for a short while the error message appears, but this is not a system failure. The manufacturer is not considering further actions resulting from this individual event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. The customer has reported that an error message "2174/243" is forcing an unwanted system restart. We are unaware of any impact to the state of health of the patient involved.